Event description:
It was reported the patient's ipg became inoperable due to not charging it for over 30 days. As a result, the ipg was explanted and replaced with a different model which resolved the issue. Reportedly, the patient is receiving effective therapy post operatively.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.